Event description:
It was reported that the pt was only getting stimulation on the left side, no matter which group he used. The pt used to get stimulation on both sides. It was later reported that the pt stated the device has "never worked" and "continues to break", and only five electrodes were currently working. It was reported that the pt was getting no stimulation sensation, and would shut the system off and not use it.

Manufacturer narrative:
(B)(4).